Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose value was unknown at the time of the incident. Customer stated that insulin pump was rejected a new battery and received no delivery alarm. Customer stated that insulin pump was slower during rewind. The device will not be returned for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test.